Event description:
It was reported that the lead had increased stimulation impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed) , the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), the outer insulation was torn, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. Performance data revealed 3-patient alerts for rv pace leadz between (B)(4) 2012 03:00:04 and (B)(4) 2012 03:00:04. Weekly pace measurement log data shows a gradual then abrupt increase for max v.pace=888 to 3248 ohms peak between (B)(4) 2011 and (B)(4) 2012.